Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under separate medwatch report number.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to a abdominal aortic aneurysm (aaa) repair procedure. A second proglide was used with the same result. Two additional proglide devices were used for successful preclose suture placement. The arteriotomy was 8f. The sheath was upsized to 18f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the sutures of the two additional pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.